Event description:
It was reported that primary hip arthroplasty performed. Revised because the pt complained of severe pain. Did not have immediate post-op films from primary hip surgery, so it is unclear whether the acetabular component slipped into excessive inclination, or whether it was put in vertical in the first place. The big problem was that there was zero bony ongrowth. This is most likely what had precipitated the pain. She was revised with a 54mm trabecular metal cluster hole shell with a 36mm longevity liner and versys 24mm head and immediately had less pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.